Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a zimmer reverse shoulder arthroplasty. Subsequently, the patient underwent a revision approximately 2 years later due to a glenoid that was broken in 3-5 pieces. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon review of the record provided, the patient was revised due to infection. Implants were well fixed, and difficult to remove, however there is no evidence of implant fracture contained within the report. Therefore, this event is not reportable.

Event description:
Upon review of the record provided, the patient was revised due to infection. Implants were well fixed, and difficult to remove, however there is no evidence of implant fracture contained within the report. Therefore, this event is not reportable.